Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have found that the device has not functioned in any way shape fashion or form in a manner in which it was supposed to the phone battery doesn't last more than a week and it was supposed to last up to a month and the device that doesn't work any better than the last one. They still leak like crazy. No further complications were reported/anticipated at this time.